Manufacturer narrative:
Date of event: exact date unknown, event occurred several years ago. Explant date : procedure occured several years ago. Additional suspect medical device component involved in the event: product family: artisan lead 50 cm, upn: (B)(4), model: sc-8216-50, serial: (B)(4), batch: 17292824.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation. All device components were explanted and will not be returned. No further information has been obtained despite good faith efforts.